Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were having recharging issues. The patient had lost about 70 pounds and the pocket had seemed to shift due to this so the patient was unable to get any boxes colored while sitting down. They were able to get 6-8 boxes on the recharger while standing. A pocket revision and possible battery revision was planned but not currently scheduled. The patient was directed to recharge while standing until the revision takes place. An impedance check found that there were only three working contacts on the left lead. The patient mentioned having a bad fall two months ago which might have caused the issue with the lead. The issue was resolved at the time of the report. No patient symptoms reported.